Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service history review: a review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the turn knob was detached from the handpiece device was confirmed. It was further determined that the cause for the detached turn knob was due to a design error which has been escalated to a CAPA. It was noted that the cause for the other found defects was due to premature wear. The assignable root cause for the reported condition that the device did not work properly was determined to be due to component failure from wear. The assignable root cause for the failure of the turn knob detaching from the handpiece device as identified during evaluation of the device was determined to be due to device design error. UDI: (B)(4).

Event description:
It was reported by (b)96) that during service and evaluation, it was observed that the turn knob detached from the battery oscillator device. It was determined that the device failed visual inspection. It was further determined that the device had contact damage, the saw blade coupling threads were damaged and the swing fork and motor were worn. It was further determined that the device failed pretest for general condition, check the quick coupling for saw blades. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.